Manufacturer narrative:
While attempting to troubleshoot the AED with defibtech, the customer stated they discarded the batteries and requested a local distributor so that they could purchase a new one. The AED would not power on without a battery and troubleshooting could not be performed. The customer was provided the contact information for a distributor and were instructed to call back should an error code or problem occur upon set-up with the new battery.

Event description:
A customer reported that their AED would not power on, even after they changed the batteries twice. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer reported after installing a new battery (sn (B)(6)), they received a service code 7113. Customer service was able to walk the customer through a manual self test to clear the service code. The AED is functioning as designed and can stay in service. This AED nor its electronic log files were returned and thus the root cause could not be determined.